Event description:
It was reported that the tubing detached at the distal end of the vamp during use. Reportedly, the patient experienced some blood loss; however, there were no patient complications or injuries reported.

Manufacturer narrative:
The device was not returned for evaluation.